Event description:
Reporter indicated that a vns patient's seizure activity has increased, relationship to pre-vns baseline unknown. It was also reported that the patient's medications had been increased. Good faith attempts for additional information have been unsuccessful to date.